Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding using electroanatomic mapping for his bundle pacing implant. Of note, multiple patients/multiple manufacturers/multiple methods were noted in the article; however, a one to one correlation could not be made with unique product lot numbers/manufacturer/method. It was reported that the his bundle pacing lead exhibited an increase in capture threshold during a follow up appointment. The lead remains in use. No patient complications have been reported as a result of this event.